Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported the actuation line (air line) of the cutter got a hole and burst during vitrectomy procedure. The procedure was completed after replacing the cutter with another one. There was no harm to the patient. The product sample is available. No additional information is expected.

Manufacturer narrative:
Additional information provided. As the customer did not retain the finished goods lot number, device history record and lot history could not be reviewed. The wet returned sample was visually inspected and one cut mark and one open tear on the clear line approximated 1 inch from the radio frequency identification device (rfid) connectors was observed. The cut mark did not penetrate the tubing. The open tear went through the tubing. The defects were observed on the pneumatic driveline. When air traveled from the console to the probe clear line during initial testing, the precut region opened due to the previous existing cut. The root cause of the customer's complaint is related to the use of a box cutter when opening up a double bag of manifolds. An action was opened to determine a root cause and implement appropriate corrective action for prohibiting box cutters to open bags of manifolds. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Corrected information provided. The surface mark did not penetrate thetubing. When air traveled from the console to the probe clear line during initial testing, the torn region opened up which precluded further functional testing of the probe. The surface mark that was observed near the tear did not penetrate the tubing. Images of the tubing tear evidence was attached to this investigation. A review of manufacturing in-process controls indicates each final probe assembly (with tubing connected) is 100% leak and flow challenged to screen out defects. Positive pressure flows through the pneumatic drivelines during this test and if leakage was detected due to a hole in the tubing, the tubing manifold would be rejected and placed in a red reject bin. Based on this in-process testing, the hole in the returned tubing would be detected and subsequently rejected. A thorough review of warehouse and manufacturing activities did not identify any step in the manufacturing process that could potentially cause or contribute to the tear in the tubing observed. The investigation could not conclusively determine the root cause of the tear in tubing. The tear in the tubing observed would not have passed our manufacturing in-process controls and would have been rejected during the screening process. This suggest the tear potentially occurred post-receipt of the sample. The report stated a hole in the tubing and a review of the surface mark observed initially would not have caused or contributed to the reported event of "hole" in tubing. A complaint trend analysis for two years confirmed no additional complaints have been reported for this issue. This event is considered an isolated incident. An action was opened to determine a root cause and implement appropriate corrective action for prohibiting box cutters to open bags of manifolds, however, the tear in the tubing observed would not have been the result of a sharp edged instrument. The manufacturer internal reference number is: (B)(4).